Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a pneumatic flow verification test step during testing, and a check circuit alarm was observed. The device's system board was replaced to address the issues. Final testing was performed after repairs were made and the device passed all final testing.